Event description:
It was reported that the subject coil was prematurely detached during procedure. The procedure was completed successfully by replacing the subject device with a new device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added d4 gtin- added h4 manufacturing date ¿ added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the subject device failed to meet specifications because the subject device was not returned. The reported event is covered in the subject device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject device detached prematurely during the procedure. Additional information provided by the customer indicated that the subject device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the directions for use, and the vessel/anatomy was not tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the subject device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject coil was prematurely detached during procedure. The procedure was completed successfully by replacing the subject device with a new device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 product problem: corrected to no ¿product problem¿ b5 executive summary : updated - further reviewing from medical safety team indicated that the subject coil detached in the hub. Therefore, based on this review, this event does not meet reporting criteria anymore for the corresponding device. H1 type of reportable event: corrected to no ¿malfunction.¿ due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the subject device failed to meet specifications because the subject device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject coil detached in the hub. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the directions for use, and the vessel/anatomy was not tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Ib1 product problem: corrected to no ¿product problem¿ b5 executive summary : updated - further reviewing from medical safety team indicated that the subject coil detached in the hub. Therefore, based on this review, this event does not meet reporting criteria anymore for the corresponding device. H1 type of reportable event: corrected to no ¿malfunction¿ the subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the subject device failed to meet specifications because the subject device was not returned. It was reported that the subject coil detached in the hub. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the directions for use, and the vessel/anatomy was not tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.